Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding with an implantable pump for non-malignant pain. The pump administered dilaudid 4 mg (1.212 mg/day) and bupivacaine 20 mg (6.06 mg/day). It was indicated that during a pump refill, a reservoir volume discrepancy was noted. The expected reservoir volume (erv) was 10.4 ml and the actual reservoir volume was 15 ml on 2020-jun-25. There were no associated signs or symptoms. No further diagnostics or interventions were performed. The device diagnosis was pump reservoir volume discrepancy. The clinical diagnosis was noted as not applicable. The event was unresolved with no further action planned. Regarding etiology, the relationship of the event to the device or therapy was related and the relationship of the event to the implant procedure was not related. No further patient complications have been reported as a result of this event.